Manufacturer narrative:
The reported events of inadequate capture and dislodgement were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray examination were normal with no anomalies found. All other damages were sustained during the procedure.

Event description:
It was reported that during remote follow-up, the patient presented with potential lead dislodgement. This was suspected because capture of the right ventricular chamber by the right atrial lead was seen on an electrocardiogram the day after initial implant. It was later confirmed via chest x-ray that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable.